Event description:
It was reported that during testing, it was observed that the compact speed reducer device did not turn. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the drive shaft was bent therefore the pre-test could not be performed. The assignable root cause was determined to be due to shaft coming into contact with a hard sharp object from not using the protective cap which is misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.